Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. However, unit display froze at the end of the displacement test followed by an unexpected constant audio tone. Problem isolated to motherboard. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated none of the buttons were responsive on the insulin pump. Customer also reported the insulin pump was beeping with no alarms present. Customer's blood glucose was 230 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.